Event description:
Sorin group (B)(4) received a report that the knob on the control panel became loose during a procedure. The clinician had difficulty increasing the flow rate but was able to complete the case without any problems. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel mrp 85. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the knob on the control panel became loose during a procedure. The clinician had difficulty increasing the flow rate but was able to complete the case without any problems. There was no patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel mrp 85. The incident occurred in (B)(6). (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. Through troubleshooting, the service representative was able to trace the failure to a defective encoder. The encoder was replaced and subsequent testing did not identify further failures. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.